Manufacturer narrative:
Pump was received with pump error 49 alarm during testing. Unable to perform the displacement test, self test or verify pump error 23, 68 due to pump error 49 alarm.¿ however, successfully utilized crest and thus to download history files, traces files. Pump error 49 critical handling alarms on (B)(6) 2025 19:35:50. Pump error 23 on (B)(6) 2025 19:36:02. Also found 68 on (B)(6) 2025 19:34:37 in file history. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, stained keypad overlay, cracked case (battery tube). Pump error 49 alarm during testing and pump error 23, 49, 68 in file history due to moisture damage electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The history pointers are corrupted (pump error 49), and trace pointers are invalid (pump error 68). Troubleshooting was performed. The customer reported a blood glucose value of 280 mg/dl. The event involved product(s) mmt-1884, mmt-397a, mmt-7040ma, mmt-332a. The customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. Pump error alarms customer reported receiving a pump error. The customer was able to clear the error and complete the rewind if requested. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-7040ma. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.